Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the device was programmed to vddr, indicating an issue with the atrial lead. The date of reprogramming has not been specified. Physician intended to perform a generator change and program the new device for lv pacing only. However, fluoro showed that the atrial lead had dropped. Due to the age of the patient, physician decided to cancel the generator change and plan for a lead extraction and system replacement.